Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system was explanted. The right ventricular (rv) lead exhibited low, out-of-range pace impedances of less that 200 ohms and noise, the non-boston scientific right atrial (ra) lead exhibited undersensing, and the non-boston scientific left ventricular (lv) lead was dislodged. A new crt-d system was implanted, and the old crt-d system, including the rv, ra and lv leads, was removed. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gage testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system was explanted. The right ventricular (rv) lead exhibited low, out-of-range pace impedances of less that 200 ohms and noise, the non-boston scientific right atrial (ra) lead exhibited undersensing, and the non-boston scientific left ventricular (lv) lead was dislodged. A new crt-d system was implanted, and the old crt-d system, including the rv, ra and lv leads, was removed. No additional adverse patient effects were reported.